Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using an unknown sample type. Confirmation testing was not reported to have been performed. The customer stated that the patient was asymptomatic for covid-19. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.